Event description:
Catheter inserted and cap placed on catheter. Pt was sent to the recovery room. Recovery room nurse noticed that the pt's dressing was wet, and upon investigation, found that the cap had a hole in it and was leaking. Another cap was immediately placed on the catheter. Pt had no complications from this incident.